Event description:
It was reported that 2 capri height expansion drivers, 1 lordosis/kyphosis expansion driver, 1 non-tapered driver, and 1 driver were all stripped at the tip outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures the lordosis/kyphosis expansion driver.

Manufacturer narrative:
A visual inspection performed confirmed the pinion driver tip and small pinion eccentric bushing to be stripped and deformed. All pinion driver teeth were deformed in a groove-like manner circumferentially from repeated rotation and abrasion about the driver tip. Three of the pinion driver teeth were missing all material at the tip from a combination of abrasion and fracture. The pinion bushing was missing chunks of metal from abrasions and impacts; this damage removed the tin coating in these locations. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. It was reported that the capri large expandable lordosis/kyphosis expansion driver was stripped pre-operatively. The observed deformation and age of the device (5 years) indicate the failure was likely caused by normal wear.

Event description:
It was reported that 2 capri height expansion drivers, 1 lordosis/kyphosis expansion driver, 1 non-tapered driver, and 1 driver were all stripped at the tip outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures the lordosis/kyphosis expansion driver.